Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level as this was a new pump that had never been used. Customer declined to share an alternate method of insulin therapy.